Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels ranging from what was displayed as "low" to "high", a specific value was not provided. Cause was unknown. The customer address their low by consuming carbohydrates and their high with a manual injection. System check with tandem technical support confirmed the pump was functioning as intended.